Manufacturer narrative:
Device was used for treatment, not diagnosis. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device was not working was confirmed. An assessment was performed and it was observed that the device failed cutter insertion test due to worn out bearings and the neuro-tip leg had been drilled into. An assessment was performed which found that the bearings were worn out and created a situation where the cutter was not able to be inserted. It was determined that this condition was due to the bearings no longer being in axial alignment and not allowing the cutter to pass through. This failure was caused by worn out bearings (normal wear). It was further determined that the condition of the drilled neuro-tip leg was due to excessive lateral force being placed on the device causing the drill to flex and come into contact with the neuro-tip leg. The assignable root cause was determined to be component damage caused by user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the crani-attachment device was not working. During in-house engineering evaluation it was observed that the neuro tip of the device had been drilled into. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.